Manufacturer narrative:
No conclusion code available. The reported broken quality seal was confirmed in the laboratory. The cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the quality seal was broken. The device was not used.